Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0mmx20mmx135cm sterling¿ balloon catheter was selected and advanced for predilation. However, it was noted that the balloon ruptured. The device was completely removed from the patient and was exchanged with a non-bsc balloon catheter. The procedure was completed with implantation of an epic stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).